Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2010. During the induction procedure, ventricular fibrillation (vf) was induced using 30hz pacing bursts. When the vf stated, 30hz pacing was cancelled by the user, and an error message appeared on the programmer screen (device communication error). Moving the telemetry head did not solve the issue, the error message kept re-appearing. The ICD automatically delivered shocks upon this induced arrhythmia - as specified - and the vf was successfully reduced. However, because of the error message issue, the operator was not warned before the shocks, and manual commanded shocks could not be delivered. On the weekend following this implantation, it was totally impossible to perform a follow-up because the telemetry head could not be initialized. Reportedly, a chorus pacemaker was interrogated prior to the ICD implant, which could have led the programmer to fail to initialize the header at start-up. The programmer was sent back to the subsidiary for further testing.

Manufacturer narrative:
(B) (4). Analysis is pending.